Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open white (drvn_gnd) wire in the trunk cable. Additionally, the trunk connector latches were damaged and unable to secure to monitor. The root cause for the open wire and damaged connector was excessive force. No adverse event resulted from the open pulse wire.

Event description:
A us distributor reported that a patient was receiving check belt messages.